Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On 10/21/2023, the patient experienced blurry vision and dizziness. The patient recalled waking up in an ambulance due to falling unconscious after showering. The cgm reading showed 161 mg/dl and the blood glucose reading showed 37 mg/dl. The patient could not remember the medication she received in the hospital. At the time of the report, the patient was doing good and was in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid for an unknown date. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.